Manufacturer narrative:
Product analysis # (B)(4): brief description of complaint: during a case, a third of the way into surgery, staff stated that their device stopped delivering energy. They noted they were cleaning the device properly, however, when they switched out the device tip, they noticed the edges on the tip of the device were black, and a piece of the wire was missing. There were no error codes displayed, and staff noted that they took additional x-rays to check for the wire left in the patient, and there were no findings. Investigation conclusion: the reported issue was confirmed. The plastic housing exhibits minor melting. However, there is less than 33% of the wire square exposed, and the meltback was not wispy or stringy in appearance. Therefore these findings are considered to meet the acceptable damage requirements. The electrode wire exhibits damage and is broken off from the housing, with half of the wire missing. Additionally, the wire has minimal support from the housing with deformation in the ventral to dorsal direction during application. Both of these findings fail to meet the acceptable damage requirements. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, staff reported part of the wire on the plasmablade device tip fractured and detached. The wire was not found; however, an x-ray was performed post-operatively and confirmed the wire did not remain in the patient. No adverse effect to the patient was reported.